Manufacturer narrative:
The tip cover accessory will not be returned to isi for failure analysis investigation as the site has disposed of the accessory therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that the tip cover accessory fell into the patient during a da vinci assisted surgical procedure and was retrieved laparoscopically during the same procedure. While there was no harm to the patient, recurrence of the reported failure mode could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted surgical procedure the tip cover accessory, while installed on the monopolar curved scissors instrument, came off and fell in a patient. The tip cover accessory was retrieved and there was no allegation of any patient harm, adverse outcome or injury. On december 30, 2015, intuitive surgical inc., (isi) contacted the clinical sales representative who initially reported the event and obtained the following additional information: according to the csr, the monopolar curved scissors instrument was in use for about 30 minutes when the tip cover accessory fell into the patient. According to the csr, the tip cover accessory was retrieved from the patient laparoscopically during the same procedure. The csr indicated that the patient was fine with no issues. The tip cover accessory was disposed of and will not be returned to isi for evaluation.